Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02mar2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer had received guidance from the fse in identifying the power management board as the cause of failure, and was also provided with the part number for the power management board. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit won't turn on. The unit does not power on, only alarms. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.